Event description:
It was reported that the patient was seen at the emergency department (ed). Days after the insertable cardiac monitor (icm) device implant procedure the patient was having uncontrollable bleeding from the implant site. At the ed a clean bandage was applied to the wound. This resolved the issue. The icm device remains implanted. No additional adverse patient effects were reported.